Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 24 january 2024, a 29mm navitor valve was chosen for implantation utilizing a flexnav delivery system. Sufficient amounts of moderate and symmetric calcium was present for sealing of the valve. Pre-dilatation was performed via balloon annular valvuloplasty (bav). After final release of the valve at a depth of 7mm, severe perivalvular leak (pvl) was present.. A post implant bav dilatation was performed however, after the dilatation the patient developed severe aortic regurgitation and still retained the perivalvular leak. There was no difficulty deploying the valve and all retainer tabs released. A 26mm non-abbott valve was then implanted valve in valve to complete the procedure. No regurgitation or perivalvular leak was present.

Manufacturer narrative:
An event of paravalvular leak (pvl), central regurgitation, device malposition, and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott technical director of medical affairs. Based on available information, the reported pvl appears to be related to procedural conditions (deep implant depth). A cause for the reported device malposition could not be conclusively determined. It is possibly related to procedural conditions (deemed optimal placement for patient). However, this cannot be confirmed. A cause for the reported central regurgitation could not be conclusively determined. It is possible that procedural conditions (interaction with delivery system nose cone) contributed to this issue. However, this cannot be confirmed. The reported improper or incorrect procedure or method is related to the user resheathing the valve more than two times. There is no indication of a product quality issue with regards to manufacture, design, or labeling.